Manufacturer narrative:
(B)(4). Concomitant medical products: biomet patella catalog # 11-150826 lot # 189710, vanguard cr femoral catalog # 183030 lot # 231010, vanguard as tibial bearing catalog # ep-189080 lot # 781660, cobalt g-hv bone cement 40g catalog # 402283 lot # 232350, cobalt g-hv bone cement 40g catalog # 402283 lot # 156410. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-03002, 0001825034-2019-03006, 0001825034-2019-03003.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient experienced a blood clot in his leg and had to spend four days in the hospital.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Explant date - the product was not removed; therefore, this field should be blank and the date initially reported was sent in error.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of medical records confirmed the reported event. Device history record was reviewed and no discrepancies were found. The root cause is attributed to procedure related complication. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.